Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
Review of the right mesial temporal depth lead ecog exhibited high impedance, suggestive of a potential lead fracture. Changes were made to programming. On (B)(6) 2025 the lead was removed and a right hippocampal ablation was performed.